Event description:
It was reported after insertion into the pt, the physician noticed that the stopcock was detached. The device was removed from the pt and another device was obtained to continue the procedure.

Manufacturer narrative:
The needle was received without a wave spring which secures the stopcock valve to the needle. How or when the wave spring was detached is unk. Review of the device history records confirmed the device met mfg requirements prior to shipment. (B)(4).